Event description:
It was reported that an asymptomatic patient presented in clinic for follow up with a device that was post-paced t-wave oversensing on the ventricular channel. The device was reprogrammed.